Manufacturer narrative:
Sample type for this assay is random urine. The high specific gravity for this sample is consistent with high protein in the urine, it may have been contaminated with blood or serum. The calibration and qc results for ma provided by the customer appear acceptable and qc is within range. Service has not been ordered as this appears to be a sample-related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high micro albumin (ma) result that was reported out of the laboratory and was generated by the immage 800 immunochemistry system. It is not known whether the patient was treated based on these results.